Manufacturer narrative:
(B) (4). Final device analysis of the pump revealed no anomalies. The pump dispensed normally with normal device function. Final device analysis was of the catheter proximal piece 36.8 cm and the straight pump connector. The catheter had a hole located at the end of the pump connector metal pin. Catheter.

Event description:
The patient's pump was explanted as a routine pump change in order for the patient to have a smaller pump.